Event description:
Caller updated time settings, resulting in a discrepancy greater than five minutes between displayed and actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with the update and advised monitoring if the discrepancy recurs. Caller understood and acknowledged advice.